Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 416 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level episodes such as slight nauseated and sweating. Customer was treated with insulin pump and manual injection. Customer did not allege insulin pump was under delivering. Customer also reported that the insulin pump had no delivery alarm and the issue was resolved by infusion set change. Customer stated that the drive support cap was normal. Customer was assisted with performing the high pressure test and the test passed. Troubleshooting was performed for hyperglycemia. The insulin pump will not be returned for analysis.